Manufacturer narrative:
Concomitant product(s): baxter 500 ml IV bag of 0.9% sodium chloride injection, lot# c980748, exp. Sep 16; therapy date unk. The customer¿s report of bulging in the pumping segment was confirmed. Visual inspection revealed that there was slight damage to the silicone segment next to the upper fitment. Functional testing was performed; no alarms occurred. The set was then pressure tested and the observed bulge segment started to balloon at 14 psi. The root cause of the balloon in the silicone segment could not be identified.

Event description:
The customer reported a bulge in the pump segment of an IV tubing while on an infusion pump, the pump did not alarm to notify the user. The tubing was changed and the infusion was completed without incident. There was no leakage or patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the pump segment of an IV tubing. The tubing was changed and the infusion was completed without incident. There was no leakage or patient harm.